Event description:
The vent of a vented paclitaxel set failed, creating a vacuum inside the drug container, drug delivery stopped and blood return began in the IV line. Seven additional sets of the same lot were tested subsequently in a non-patient context, and 6 had venting problems.